Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the boston scientific sales representative had received orders from this patient's physician to program tachy mode to off due to the patient entering hospice care. Upon interrogation, it was observed that the device had reached elective replacement indicator (eri) and end of life (eol)/storage mode. Technical services discussed that therapy had not been available to the patient since entering storage mode. To date, no adverse patient effects were reported with this clinical observation.